Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, did not receive all patients. The customer confirmed that the stations were online on remote smart service (rss) and consulted with health information technology (hit), verified that this was not a network issue. The customer also reported that epic indicated the problem was related to admission, discharge, transfer (adt) data. A reboot of the station did not resolve the issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the golden valley area assigned to the station had no nurse units assigned within the es system, preventing patients from appearing on the station. The technical support specialist confirmed all stations were communicating and that messages were processing, despite the site down query. The server was found running at 100% cpu and memory, so the sql agent and iis were recycled, reducing cpu usage to 58%, though memory remained at 90%. It was noted that the server was configured with only 4gb ram, below the 8gb minimum in the deployment guide. The patient was listed under the epgurg nurse unit, but the golden valley area assigned to the station had no nurse units linked in es. The tss added golden valley to the epgurg nurse unit, which resolved the issue and allowed the patient to appear on the urgoldenvalley station. The system functioned as intended after the technical support specialist troubleshot the device.